Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular lead had chronic high thresholds. When the voltage was adjusted to maintain the safety margin, the patient experienced diaphragmatic stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.